Manufacturer narrative:
Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Patient code: 3191 - patient required surgery. Patient was treated at (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number/lot number combination was not provided, which prevented a meaningful review of the device history record.

Event description:
A patient reported the following to customer care. The patient reported that the angio-seal became infected and it required surgery to fix it. She was hospitalized for 8 days. The patient reported that she was a nurse. The patient reported that she informed her doctor. She also stated she did not have any other risk factors to make her have a high risk of it becoming infected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.